Event description:
It was reported that in 2006 the traxis vue implant that is intended to be an intervertebral device slipped off the vertebrae and lodged into the muscle of the patient. The surgeon involved in the case enlarged the incision and attempted to retrieve the device without success. There has not ben a reported injury or revision surgery.